Event description:
Boston scientific received information that this right atrial (ra) lead exhibited bad measurements. An x-ray was obtained, which confirmed and showed that the tip of the lead was broken. A revision procedure was then performed wherein the lead was explanted and replaced. The lead was discarded and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.